Event description:
It was reported that the cadd solis pump displayed a constant pressure alarm. This is a high-priority alarm that prevents the device from operating and interrupts therapy. The patient involvement is unknown, and no harm was reported.

Manufacturer narrative:
The suspect pump was returned for evaluation. A review of the 12-month service history confirmed that no service records were identified during this period. A visual inspection was performed, with no damage or anomalies observed. The reported issue could not be reproduced, as the shut-off pressure was found to be within specifications. Therefore, the probable cause is attributed to user error. Resolution of the reported issue could not be confirmed by the technician, and the device will be submitted for functional and delivery testing. Once the functional and accuracy test results are confirmed to be within specifications, the device will be returned to the customer. If any of the tests fail to meet specifications, the device will be returned to the technician for additional repair activities.